Event description:
It was reported that during internal carotid artery (ica) ruptured aneurysm acute case, subject stent migrated along with microcatheter after being partially deployed out from the microcatheter for 3mm. After this partial deployment, procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during internal carotid artery (ica) ruptured aneurysm acute case, subject stent migrated along with microcatheter after being partially deployed out from the microcatheter for 3mm. After this partial deployment, procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
G4 PMA/510(k) - corrected. D4 gtin - corrected. D2a common device name - corrected. D2b product code - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the stent was returned fully deployed and only the proximal (closed cell) end of the stent was returned. The stent delivery wire (sdw) was returned still loaded inside the introducer sheath. The distal section of the sdw was kinked/bent near the proximal and distal bumpers. The introducer sheath was returned for analysis and was undamaged. The microcatheter was not returned for analysis. Functional test of stent partial deployment could not be replicated due to the condition of the returned device. The stent was inspected and noted to be broken/fractured during visual inspection. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported complaint code stent broken/fractured during preparation was confirmed during device analysis. The second code stent partial deployment could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'severely tortuous'. It was reported that 'the operator prepared to deploy the stent to assist. Used microcatheter 0.0165in to deliver a stent and then deployed it. After tip 3mm of the stent was deployed out, tip of the stent and microcatheter suddenly migrated backward because of the tortuous vessel, and it could not cover the neck of aneurysm. Since the stent was not able to be recaptured, the operator withdrew it out together with microcatheter and used new stent and microcatheter to deliver again but same problem happened. The new stent also migrated after deployed out for 3mm, and finally the operator used other stent and microcatheter and deployed the tip of the stent to more distal location to completely deployed successfully. After the procedure the operator tried to pull the stent back into microcatheter on the table, but the stent was then pulled fractured. So, the operator pushed it out. Only deliver wire and the fractured stent tip will be returned for this first stent. The second stent will be returned with microcatheter'. In the follow-up gfe replies it was noted that there was no resistance felt when advancing the stent to the distal end of the microcatheter or when attempting to deploy the stent. Note: this stent is the second stent that is referenced in the above description of events. The proximal (closed cell) section of the stent was returned for analysis fully deployed. This is aligned with the event description. In addition, the section of stent returned for analysis was deformed. The stent delivery wire (sdw) was also returned still loaded inside the introducer sheath and the distal section of the wire was kinked/bent near the proximal and distal bumpers. The introducer sheath was returned for analysis and was undamaged. The event description notes an unexpected movement of the microcatheter and partially deployed stent due to the vessel tortuosity. The as reported stent partial deployment, stent broken/fractured during preparation as well as the as analyzed codes stent broken/fractured during preparation, stent deformed and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.